Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. Basal rate was set at 1.0u and no unexpected auto suspend or auto off alarm anomaly noted. The device was received with normal operating currents. No unexpected off no power alarm or blank display anomaly noted. The unit had cracked reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It is reported that a customer received a motor error alarm on the insulin pump while trying to bolus. The patient's blood glucose level was at 127 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The insulin pump has been replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.